Event description:
It was reported that the pt passed away from a suspected status or sudep, per physician. The pt was last seen by the physician on (B)(6) 2010. The physician does not feel that the vns contributed to the death in any way. The device was not explanted prior to the pt being cremated, so the device is not available for analysis. Attempts for further info have been unsuccessful to date.